Event description:
It was reported that the insulin pump alarmed, indicating that the device had experienced an unexpected restart and signal too low event. The caller did not know the blood glucose reading. He noted that the alarms had occurred shortly after a battery replacement. He stated that, after receiving the alarms, he was able to clear them and resume normal device use. However, he reported that he tried to upload his carelink reports and they were unexpectedly blank. Upon troubleshooting, no issues were found and the insulin pump passed the self test. He was advised that the unexpected restart was not the cause of his blank reports and were not to be of any concern if they occurred just after a battery change. He advised that he would try to upload the reports himself and requested assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.